Event description:
68 y/o female with history of intraductal carcinoma of the breast came to ER complaining of lt. Hip pain. Chest x-ray reveal distal portion of catheter fractured and displaced into the rt. Atrium. Percutaneous retreival of 12 cm x .3cm segment. Pt toleterated the procedure without complicationsdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.